Event description:
It was reported that upon filter deployment, all the filter legs were crossed and did not open. The filter was removed with a snare and a competitor's filter was implanted. There was no report of injury to the pt.

Manufacturer narrative:
The device history record could not be reviewed, as the lot number was unk. The delivery system was discarded by the user facility; however, the filter has been returned. The eval is currently underway.